Event description:
Procedure type: spinal surgery - cervical fusion. According to the reporter: a cervical screw broke post-operatively. No further information is known as to whether any revision surgery was performed.

Manufacturer narrative:
Initial report sent: (B)(6) 2009. (B)(4).